Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient therapy in the intensive care unit (ICU). The patient was receiving a norepinephrine infusion but remained hypotensive. The nurse noticed after about 4 hours that the volume in the bag was unchanged. No further information was provided in relation to this event.

Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log review showed 8mg of norepinephrine in 250ml was selected on 02/11/2025 with a primary maintenance dose of 2 mcg/minute and a volume to be infused of 225ml. The infusion parameters were not provided by the customer. There were seven downstream occlusion alarms during this infusion on unspecified dates. There were no secondary infusions programmed in association with this infusion, nor was the pump placed in standby mode on or around this date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.